Manufacturer narrative:
The reporter's product was requested for investigation, and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.5 inr; qc 2: 5.2 inr; qc 3: 5.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The results alleged by the customer were observed in the meter¿s patient result memory, but the date of the allegation was off by 1 day. The meter shows the discrepant results were measured on (B)(6) 2020 instead of (B)(6) 2020. Occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated she received discrepant results when testing with coaguchek xs meter serial number: (B)(4). At 10:02 a.m., a sample from the patient was tested using the meter, resulting with a value of 5.1 inr. At 10:04 a.m., a sample from the patient was tested using the meter, resulting with a value of 4.6 inr. At 10:37 a.m., a sample from the patient was tested using the meter, resulting with a value of > 8.0 inr. None of these meter values were believed to be correct. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is every two weeks.